Event description:
It was reported the pt was without stimulation. It was further reported the ipg was non-responsive due to the pt's lack of knowledge to charge. Surgical intervention is scheduled at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.